Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values. The event occurred 6 days after the sensor was inserted in the abdomen. The patient felt shaky, tired and had low energy. The cgm values were low and in the 40¿s (mg/dl) range. Her bg finger stick value was high (unspecified number) and she calibrated her sensor. On (B)(6) 2022, she went to the ER where her bg level was around 700 mg/dl. Treatment included IV fluids, and other medication was not specified. After her bg level stabilized, she was released and felt fine. No other patient or event details were available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.